Event description:
The surgeon reported that the probe did not fit into the trocar. The probe was switched out, and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The sample has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)